Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was hm wash pump problems due to user error caused by the lack of monthly maintenance by the customer. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Twenty falsely elevated troponin I results were obtained on multiple patient samples. The results were reported to the physicians. The samples were repeated and a negative results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.